Event description:
It was reported that there were concerns this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy. This device delivered one burst of anti-tachycardia pacing (atp) and one shock. The therapy was believed to be a result of atrial fibrillation (af) with rapid ventricular response. Additional information was received mentioning that the crt-d delivered additional atp and electrics shocks in an appropriate manner due to atrial originated arrhythmia. The rhythm was finally converted. Furthermore, a signal artifact monitoring episode was recorded that appears to be only noise over sensing as there were no inappropriate impedances during the episode and noise does not appears as the common respiratory rate trend over sensing. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.